Manufacturer narrative:
The initial reporter city is ciudad de mexico, distrito federal. Device code a0401 captures the reportable event of handle break. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone, however the handle broke. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone, however the handle broke. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. Additional information received as of july 13, 2022: spybite was used to removed the stone from the basket. The basket was removed from the patient with the help of the spyglass.

Manufacturer narrative:
Block e1: the initial reporter city is (B)(6). Block h2: additional information: b5 event description. Block h6: device code a0401 captures the reportable event of handle break. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.